Event description:
Healthcare professional reported right side "capsular contracture grade IV." Device has been explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.